Event description:
New information notes the right ventricular lead was capped (B)(6) 2021 and replaced due to varying pacing lead impedance, oversensing of noise. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that the right ventricular lead exhibited noise not reproducible with isometrics and the pacing lead impedance had doubled in a day. Lead revision was discussed but no decision was made. There were no reported patient symptoms or consequences.